Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3., b.5., b.6., b.7. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the one week after implantation of the glaucoma filtration device (gfd) the aqueous humor leaked from the wound site. The conjunctiva was re-sutured and viscoelastic was injected into the anterior chamber. The following day the intraocular pressure (iop) rose to 51mmhg. The anterior chamber was punctured. After the puncture, the iol was 15 mmhg. Approximately seven months later, the iop increased to 26 mmhg. Needling was performed, sclerotica was massaged and glaucoma drops were restarted. However, iop was unable to be controlled so the gfd was explanted and a trabeculectomy was performed.

Manufacturer narrative:
Evaluation summary: the sample was received for investigation: the sample was received in a plastic bag without identification details. The plastic bag contained a shunt. The sample was without scratches or damages. The lumen was partially clogged. After a cleaning, the lumen was fully open. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. All products pass 100% final inspection at the manufacturer prior to approval. If a blockage would be noticed, the product would have been rejected immediately. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a glaucoma filtration device (gfd) implantation procedure, there was no flow of aqueous humor and there was suspicion of a clogged gfd. The gfd was removed approximately eleven months after the initial implantation. Additional information has been requested.